Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of the mesh removal. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The mesh removal surgeon is: (B)(6). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2019 for the treatment of symptomatic posterior pelvic organ prolapse and mixed urinary incontinence. Medical history included mixed urinary incontinence with nocturia 2-8 times per night with multiple failed trials of medications and a failed interstim trial. Operative findings included stage 3 posterior pelvic organ prolapse/enterocele and poor tissue quality that was easily disrupted. Reportedly, the patient had developed a postoperative complications such as mesh exposure and dyspareunia. Examination under anesthesia revealed palpable but not visible mesh at the right lateral urethral area. Anterior pelvic organ prolapse was also noted. Subsequently, the patient underwent a mesh removal and cystourethroscopy on (B)(6) 2021. During the procedure, the area of palpable mesh was grasped, dissected sharply and resected. Re-examination was performed confirming no other exposed nor palpable mesh was present. Cystourethroscopy was performed, noting above normal findings. The vaginal mucosa was then closed with vicryl suture 2-0 of deeper muscular tissues with a mattress suture followed by 3-0 of the mucosal tissues. The patient had tolerated the procedure well and was transferred to the recovery room for discharge.